Event description:
It was reported that the patients ipg would charge at a shorter duration and takes longer to recharge. The patient underwent an ipg replacement procedure for an MRI compatible and was doing well postoperatively. The ipg was not returned as it was discarded by the medical facility.